Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that "another attachment" was stuck inside the quick coupling device. There were no delays in the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred three weeks ago in (B)(6) 2015; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the there was a tool stuck in the device and the device would not couple with any tools. Therefore, the reported condition was confirmed. It was further noted that the carrier shaft was damaged and would not hold a function gauge. The assignable root cause was determined to be due to due to normal wear and servicing over time. If information is obtained that was not available for this report, a follow-up medwatch will be filed as appropriate.